Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a guidance system being used during a brain procedure to place an electrode. It was reported that the left side was deviated from plan by 1.5 mm and the right side deviated from plan by 2 mm. Troubleshooting involved verifying that all of the plates on the rbt device and the base adapter were secure. The surgeon did not know the cause of the right side inaccuracy. The surgeon was happy with the placement of the lead based on the patient's tremor correction. The case was completed and the deviations were found during the final o-arm spin. There was no patient harm and the procedure was delayed less than an hour.